Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had locked up and was unresponsive. The customer's blood glucose level was unknown at the time of incident. Customer stated that the batteries did not always lasting 7 days, insulin pump would reject new batteries, back light was dim and had grinding noise while rewinding. Customer stated that the insulin pump had unexplained no delivery alerts, insulin pump had to rewind more than once per reservoir change and had lost setting during battery change. The insulin pump will not be returned for analysis.